Manufacturer narrative:
Batch review performed on 18 november 2020: lot 156315: (B)(4) items manufactured and released on 24-mar-2016. Expiration date: 2021-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in after 2 years and 7 months from the primary surgery reporting instability and the cause of the instability is unknown. The surgeon revised the sphere insert flex left 13mm s5 with a thicker competitor poly to give the patient more stability. The surgery was completed successfully.